Manufacturer narrative:
The device was received for evaluation. The report of balloon issue was confirmed. As received, balloon was found ruptured at the central area. The balloon edges did not appear to match up at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process 100% of the manufactured units go through a balloon inflation process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing prior to use in patient, the balloon of this swan-ganz catheter leaked and it could not inflate. The device was received for evaluation and the balloon was found ruptured at the central area. The balloon edges did not appear to match up at the ruptured region. There was no allegation of patient injury. Patient demographics unable to be obtained.